Manufacturer narrative:
The surgeon was putting in a pacemaker, the patient was being given oxygen and the patient's mask caught fire. They were using a megasoft pad, reference #0835, lot #170591001, expiration date 2/2019. There were patient consequences. The mask melted and the patient suffered 2nd degree burns on their face. Contact at the facility said he did not know what caused the fire and they were trying to rule everything out. Also reported that a megapower 1000, serial number (B)(4) was also in use when this took place. There was no allegation that either the pad or the generator malfunctioned or was responsible for the event. Operating room fires are a known risk of electrosurgery when in use in a high oxygen enriched environment. A review of the device history record indicates this unit was originally manufactured to specifications and there is no evidence of device defect or malfunction. All attempts to gain additional information have been unsuccessful. Megadyne is reporting the event since the limited information suggests intervention may have been required due to the report of an operating room fire. This is a known risk of electrosurgery and a review of scientific literature is recommended for the end user.

Event description:
The information given is that the surgeon was putting in a pacemaker, the patient was being given oxygen and the patient's mask caught fire. They were using a megasoft pad, reference #0835, lot #170591001, expiration date 2/2019. There were patient consequences. The mask melted and the patient suffered 2nd degree burns on their face. He said he did not know what caused the fire and they were trying to rule everything out. They were also using a megapower generator. There is no allegation that either the megasoft or the megapower malfunctioned in any way. The facility is not willing to sent in the generator or the pad for evaluation but is willing to have them evaluated on site.

Manufacturer narrative:
Megadyne sent a manufacturing engineer and a technician to the facility to evaluate both the mega power generator (model 1000; serial number (B)(4)) and the mega soft return electrode (model 835; serial number (B)(4)). Test results of both devices show that they were operating within specifications with no abnormal findings.